Manufacturer narrative:
E1 zip code extension was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
This is one of two reports. This report is for the controller and another report was sent for the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Us clinical narrative: an impella cp was inserted via the femoral artery to support the 72 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient's underlying medical history beyond, being supported by inotropes, vasopressors, and a vent for respiratory needs, was not shared. The pump support was ongoing when on day of implant the team observed there was low/no placement signal present on the automated impella controller (aic). The aic alarmed for placement signal low though the echo doppler showed the impella was flowing. The team explanted the pump after less than one hour as the patient expired on the support. The involvement of the pump to the outcome is unknown. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
H6: added a0902. This was omitted in follow up #1 in error. A0709 was added.

Manufacturer narrative:
H6 medical device problem code a0902 was erroneously entered on the initial manufacturer device report number and revised to a0709.